Event description:
While performing test to apl valve set to bag mode, apl valve was set at 30cmh20 with 4ltr 02 flow. Apl valve did not stop rising until 40cmh20 pressure and held at 40cmh20 of pressure. Manufacturer was notified and is investigating issue.